Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file was provided. The customer's report was observed in the data file review. However, without receipt of the device, root cause could not be firmly established with the log data. The customer declined repair of the device at this time. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "hardware error 3" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.